Event description:
It is reported that the patient was revised due to dislocation of the articular surface.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.